Event description:
At approx 9:45 am the pt was sitting in the shower chair in their room. The rear wheels were not locked. Pt was located to the side of their bed and leaned over to pick up their shoe from off the top of the bed. When they leaned back in their chair the front of the seat collapsed and the pt fell to the ground. They fell on their hip, then to their back, and their head also hit the floor. The floor is linoleum. It appeared that the lower horizontal pvc pipes had dislodged from the front vertical legs of the chair. This caused the weight to be transferred to the arms of the chair and the left arm broke, causing the seat of the chair to collapse. The pt did hear a crack of the chair before the seat collapsed. The pt experienced headaches throughout the day and following morning and hip pain. (Pt has an artificial hip). An x-ray was taken on 3/9/2000 and it was negative. The headaches subsided after 24 hours and the resident verbalized no lasting effects.